Event description:
Integra neurospecialist reported for the user facility that the pin split during a procedure. The plastic base of the pin fractured and cracked in half. The patient's head was caught and no injury was reported. Although only one pin broke, the customer was returning all three pins that were used in the procedure.